Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unspecified mentor saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. It was reported that the capsular contracture was worse on the right breast. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 225cc saline breast prostheses on (B)(6) 2014. This medwatch report is for the patient¿s left breast prosthesis.